Event description:
Country of complaint: (B)(6). Needle detached from thread.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint details: the thread easily detaches from the needle with no necessary force (no strength used to take it back). Moreover the thread breaks when suturing and knotting delicate coronary vessels. Samples received: 2 unopened race-packs. There are no previous complaints of this code/batch. There are no units in our stock. The samples received and the results conform to OEM requirements. Reviewed te batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. Final conclusion: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. When working with preilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked.